Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they then ran into an issue in which the mvs would not boot on. The caller was not onsite and could not provide more details. There was no patient involved.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found the fuses blowing on the mvs. Found that the wall outlet was also not giving any power. Measured the wall outlet and found that it was reading 11v. The fuse was replaced and the system was fully functional. Information references the main component of the system. Other relevant device(s) are: product ID: bi71000522. If information is provided in the future, a supplemental report will be issued.